Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2206016. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ - 3-piece syringe comes out of package damaged. The following information was provided by the initial reporter, translated from dutch to english: lately, it happens more often that the syringes come out of the packaging damaged, example with batch number below (damaged thumbs button).